Event description:
It was reported that patient presented to the clinic after receiving alerts trough remote transmission. Upon review, non-sustained rv oversensing and auto mode switch episodes were observed due to noise. Lead replacement was recommended. Patient did not report any symptoms as a result of the noise. In the interim, programming changes were made. No further information was provided.